Event description:
Event determined to be reportable based on device analysis approved 04/18/2007: it was reported that during a drug-eluting stenting procedure of the diagonal artery, the taxus liberte 24mm x 2.75mm stent delivery system (sds) was unable to cross the lesion. The device was removed, however, it was not known how the procedure was completed. No patient injuries or complications were reported. The patient's status is reported as "good". Returned device analysis revealed stent damage.

Manufacturer narrative:
Visual examination of the returned device revealed damage to the proximal end of the stent. The proximal stent struts were bent back distally. This type of damage is consistent with the device encountering some form of restriction upon withdrawal. Examination of the profiles of the device, including the distal section of the crimped stent and the balloon, found no issues which could have resulted in a restriction occurring during the physicians' attempts to cross the lesion. No kinks or damage were noticed along the shaft of the device. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. The directions for use (dfu) state that if unusual resistance is felt at any time during lesion access prior to stent implantation, the stent system and guiding catheter should be removed as a single unit. A review of the device history record (DHR) for this batch number found that the device met its material, assembly and product specifications. The most probable root cause was unable to be determined.